Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 240 mg/dl compared with the sensor glucose reading of 150 mg/dl. The customer stated that the sensor glucose graph was not trending the same direction as the blood glucose; he noted that it was going up and down with no rapid change arrows. He was unsure whether there were any activities which may have been connected to the event. Advised him to monitor the issue. Nothing further reported.